Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said that the ins has been taking a long time to charge, and now it will start charging and "then shut right back off". Pt says this started happening within the last month, and also said the rtm has wires sticking out near the paddle part of the cord, and pt said that the rtm is getting hot when charging. Pt says they haven't had any problems with the implant until now. The issue was not resolved. A request was sent to the repair department to replace the rtm. No symptoms were reported.

Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger was returned and the analysis shows that insulation is pulled too far out of rtm donut. High reading na low reading na no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.